Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level of 489 mg/dl; cause was not known. The customer was still in the hospital but unable to troubleshoot further with tandem technical support. An attempt was made by tandem technical support to gather additional information, however the customer declined.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.